Event description:
The customer reported the ventilator alarmed due to oxygen not available during operation. The customer reported there was no patient harm. The manufacturer's service technician confirmed the reported event. The service technician reported when the device was connected to the facility oxygen wall source, he found that the static pressure of the oxygen at the wall was 50 psi. When the ventilator was turned on with a setting of 100% oxygen via a test lung, the wall pressure dropped to 45 psi. When the ventilator delivered a breath the oxygen pressure dropped to 30 to 38 psi during the breath delivery and would alarm that the oxygen was not connected. The service technician tested the ventilator at 2 locations in the facility. The service technician found that the ventilator would maintain pressure and not alarm when using oxygen from a portable tank. Per the operators manual, the oxygen source must be able to deliver 100% regulated to 40-87 psi. If oxygen supply pressure is out of range, the ventilator discontinues oxygen support and continues to provide ventilatory support to the patient using an air gas source.